Event description:
In 2008, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. At about one month later, a follow-up CT revealed a proximal type I endoleak. At approximately two months later, a reintervention occurred whereby an aortic extender component was implanted resolving the endoleak. The patient tolerated the procedure. At about three months later, a follow-up CT showed a stable aneurysm sac with no evidence of endoleak. The patient is reported to be doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, endoleaks are a well known risk associated with the device.